Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the luer lock connector of a one-link neutral luer activated device broke while trying to change the IV (intravenous) tubing on a PICC line (peripherally inserted central catheter); further described as ¿it was not wrenched on tight, it just fell apart¿. This was identified during use on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received inside a plastic bag with yellow pads. Visual inspection observed that the luer activated device was broken in two pieces between the inlet housing and outlet housing. The reported condition was verified. The cause of the condition was related to the material during the manufacturing process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.